Manufacturer narrative:
This report is for 4 unknown locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was found to have an infection. On an unknown date in 2006, the patient was implanted with four locking screws of varying lengths and one retrograde femoral nail to treat a distal femur fracture. In 2014, the patient had swelling and redness at the knee and tests identified an infection. On (B)(6), 2014, all of the implanted hardware was removed. It was reported that the patient was fully healed at the time of removal. No issues were reported with the explanted hardware. No surgical delay was reported. This report is for 4 unknown locking screws. This is report number 1 of 2 for (B)(4).